Event description:
It was reported that during a laparoscopic right colectomy procedure, the jaws of the device locked on the structure. The surgeon was instructed to pull the handles apart to open the jaws. The device was removed. A new device was used to continue the procedure. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 3rd or 4th. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did the surgeon try to pull the trigger from the handle? Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? How was the device removed? Handles pulled apart. Was there any tissue damage? No. If so, how was it repaired? Na.